Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - this lead dislodged and required replacement. This is all of the information that was provided to us. The implant and explant dates were not included. No adverse patient side effects were reported. Should additional information be made available, this event will be updated.